Event description:
It was reported a patient underwent an skin closure on (B)(6)2024 and suture was used.the patient was admitted for treatment after discovering a back lump for over a month. After admission, relevant examinations were completed and surgery was required to suture the wound on the skin. The knot was tied again and broke again. A new suture was immediately replaced for suturing, and this phenomenon did not occur again.

Manufacturer narrative:
Product complaint(B)(4) additional information: h6 component code: g07002 - device not returned if further details are received at a later date a supplemental medwatch will be sent. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. No product available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.